Manufacturer narrative:
Follow-up #1: date of submission 11/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: a review of the black box indicated short battery life associated with voltage drops leading to a ¿replace battery¿ alarm on (B)(6) 2016. Visual inspection revealed that the battery compartment was cracked and there was moisture corrosion in the battery compartment. Leak testing revealed a battery compartment leak. The returned battery cap was undamaged and was able to secure properly and maintain electrical connection. The pump powered on normally and successfully completed ez-prime steps. The pump cover was removed and no internal defects were found. The complaint of short battery life could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the display was dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump had a short battery life issue and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.